Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed no output. Further analysis determined this was the result of lifted hybrid bond wires. Additional information indicates the device was functioning at the time of explant; therefore, the conclusion has been updated to reflect this. It was also determined the device reached normal battery depletion.